Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2018-00108 for the incorrect manufacturer: abbott laboratories, (B)(4), USA. This submission corrects the manufacturer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a. Patient information, 1. Patient identifier: multiple = sid (B)(6). There is no further patient information obtained from the customer.

Event description:
The customer reported falsely elevated co2 results on multiple patients. The results provided were for 5 samples: sid (B)(6) = 33.27 / 24.67; sid (B)(6) = 31.89 / 24.26; sid (B)(6) = 31.75 / 23.68; sid (B)(6) = 32.47 / 24.67; sid (B)(6) = 32.87 / 24.52. There was no reported impact to patient management.

Manufacturer narrative:
Correction to suspect medical device. Manufacturer from: abbott laboratories 100 abbott park road abbott park, il 60064-3500, USA mail to:(B)(4). Fax: (B)(4). To: abbott manufacturing inc 1921 hurd drive, irving, tx 75038, USA; correction to all manufacturers, manufacturing site for devices: from abbott laboratories, 100 abbott park road, abbott park, il 60064-3500, USA mail to:(B)(4). Fax: (B)(4). To: abbott manufacturing inc 1921 hurd drive, irving, tx 75038, USA.

Manufacturer narrative:
A review of the architect serial number (B)(4) instrument logs was performed. The sample identification data and co2 results were located and the initial results were generated around 12:54 / first rerun at 14:09 / second rerun at 14:27 hours / and the third rerun at 15:27. A larger drop in co2 results occurred between the initial testing and the follow up testing which was approximately 1 hour 20 minutes between measurements. A review of tickets for lot 51686uq08 identified one other complaint which was also for patient results, however, the investigation found no deficiency. There were no trends identified for this lot for similar issues. A review of labeling was found to adequately address the issue. Samples, on average, may lose up to 6% of their total co2 within the first hour. Additional environmental conditions such as drafts from air conditioning or air handling systems (fans, etc), sample handling or storage after the initial analysis may increase the speed of sample co2 loss. Based on the investigation no product deficiency was identified for the clin chem co2 reagent, lot 51686uq08.